Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected power loss. Customer's blood glucose value was unknown at the time of the incident. Customer stated that the insulin pump had diminished from first day of receiving insulin pump and rejected battery couple of times, even with brand new battery. Customer stated one to two times they took reservoir out and manually pushed piston down with thumb, then are able to insert reservoir back in the pump. The device will not be returned for analysis.